Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, the outer tubing overlay was breached cut, the lobe was distorted/bent, there was blood in/on the lobe mechanism, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that right ventricular lead had positioning difficulties. The lead was removed and another lead was successfully implanted. The left ventricular lead lobes were crushed after initially being positioned. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.